Event description:
Nurse opened suction catheter, pulled sheath off catheter (catheter is very difficult to use with sheath on and keeping hands sterile) and inserted catheter into oral tracheal airway. Plastic "o" ring which connects sheath to catheter came apart and dropped into pt oral tracheal airway. Pt had strong cough and coughed "o" ring out.